Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that they experienced high blood glucose. The customer blood glucose level was 464 mg/dl at the time of incident. Customer stated the other blood glucose value was 428 mg/dl, 216 mg/dl. Customer treated with an insulin pump. Troubleshooting was performed. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer report customer does not allege pump was under delivering. Customer stated the manual mode was active. The insulin pump will not be returned for analysis. Frn reservoir. Unomedical inf. Set.